Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
Low ventricular lead impedance description / sequence of events (B)(6) 2016 during a follow-up on (B)(6) 2021, the ventricular lead impedance was measured at over 3000 ohms in unipolar configuration. This measurement was consistent although impedance tests were performed multiple times. There were arrhythmia episodes recorded in the pacemaker memory where damage to the lead was suggested by the presence of noise, and ventricular capture failure was confirmed at 7.5 v/1.0 ms. Since the patient had sick sinus syndrome and her atrioventricular conduction was functioning, the pacemaker was switched from dddr mode to aair mode. The patient will be monitored.